Manufacturer narrative:
H6: device codes: corrected.

Event description:
It was reported that the synergy sheared off. A 7f guidezilla ii and 4.50 x 24mm synergy xd mr us were selected for use. During procedure, the guidezilla was pulled back for better positioning. When the stent was advanced forward, it got caught on the guidezilla's sotter point and then sheared off when pushed. The stent was deployed inside the guidezilla. A balloon was inflated in the guidezilla and everything was removed from the patient's body. The procedure was completed using an alternate device. No complications were reported and the patient was stable after the procedure.

Event description:
It was reported that the synergy sheared off. A 7f guidezilla ii and 4.50 x 24mm synergy xd mr us were selected for use. During procedure, the guidezilla was pulled back for better positioning. When the stent was advanced forward, it got caught on the guidezilla's sotter point and then sheared off when pushed. The stent was deployed inside the guidezilla. A balloon was inflated in the guidezilla and everything was removed from the patient's body. The procedure was completed using an alternate device. No complications were reported and the patient was stable after the procedure.